Event description:
User facility voluntary medwatch rec'd that stated: "IV tubing roller clamps cause either rapid or no flow infusion. Unable to regulate the flow, materials mgmt contacted your co rep in 2008, about this issue. Hosp pulled all of these primary IV sets with this lot number. One of the lot number prods is available. No harm came to the pt. The rn reporting indicated that this was not an isolated event, unfortunately the IV sets used that were reported as failing were not saved for analysis. IV tubing roller clamps cause either rapid or no flow infusion. Unable to regulate making this a risk for fluid overload." Upon further query the following info was provided that indicated a general report of an unspecified number of undocumented incidents of difficulty regulating flow. The tubing sets were being used to deliver unspecified IV solutions. After unspecified lengths of time in use, the solutions reportedly would either not flow or the pts rec'd more IV solutions than intended. The cair clamp was being used to regulate flow. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Customer indicated the devices were discarded. All affected customers were notified via a device info letter dated september 20, 2007.